Event description:
On (B)(6) 2010 a sparc sling system was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo additional corrective surgery, and has endured impaired physical relations with her husband." It was also alleged the plaintiff has "suffered and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.